Manufacturer narrative:
Correction section d10: the concomitant medical products and therapy dates should have been: medical product: scs ipg therapy date: (B)(6) 2014 rather than: medical product: scs ipg therapy date: (B)(6) 2014. Medical product: scs lead therapy date: (B)(6) 2014. Medical product: scs anchor therapy date: (B)(6) 2014. Medical product: scs lead therapy date: (B)(6) 2014 medical product: scs anchor therapy date: (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a surgical procedure [related manufacturer report number: 1627487-2023-05368] on (B)(6) 2023, when trying to remove the paddle leads from the old ipg, the 8-16 lead got stuck and bent (at the end of the electrodes) while trying to remove it. When the physician attempted to connect the lead into the new ipg, the 8-16 lead would not fully insert. The lead broke off into the new ipg when trying to remove it. As a result, the lead was explanted and replaced to address the issue.